Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error is due to corrosion of the connector/plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service/ maintenance, the subject device exhibited b30 (scope communication error). There were no reports of patient involvement.